Manufacturer narrative:
H11: the customer called in to report that the error for high blower temperature occurred. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A third party performed the repair for the customer by replacing the blower. The reported issue was confirmed to be reported. A third party replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating the error for blower temperature too high had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer called in to report that the error for high blower temperature occurred. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and replaced the blower. The reported issue was confirmed to be reported. The fse replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.